Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After impaction of the tibial component, the screw fell out of front of the impactor.

Manufacturer narrative:
Additional narrative: the device associated with this reported event was not returned for examination. A search of the complaint database for product code 965383 found previous reports of undesired impactor disassembly. Previous reports of breakage were found to be related to product wear out and possible misuse. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the investigation performed, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.